Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The iesu was returned for failure analysis and the reported failure of errors c-33 and c-00 was confirmed and reproduced. The iesu was placed on a test system and was run in normal mode. The iesu errors were triggered during testing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) replaced the integrated electrosurgical unit (iesu) due to the c-00 error. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: a field service engineer (fse) was dispatched to the site and replicated the reported error with the integrated electrosurgical unit (iesu). The fse replaced the iesu to resolve the problem. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy, the technical support engineer (tse) was contacted regarding a error c-00 on the integrated electrosurgical unit (iesu). The caller did not have the context information regarding the surgery done the day before and will try to collect more information per the tse request. The logs from the event's day were not present on the system logs. The pictures sent by the reporter confirmed the c-00 experienced by the operating room (or) team the day before. Multiple attempts have been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.